Event description:
Per user facility med watch form, (B)(4), during a colostomy procedure the surgeon was doing a colostomy takedown using the device. The surgeon was up in the abdomen setting the ils tip/instruments while the physician's assistant was doing the instrumentation down the rectum. The instrument was engaged and deployed correctly per the physician's assistant and was successfully removed from the rectum. After removal of the instrument the surgeon noticed that the anastomosis was not complete. A second surgeon was consulted. A diverting ileostomy had to be performed to allow injury to the rectum to heal before attempting another surgical anastomosis (another six weeks). Additional information being requested.

Event description:
Multiple attempts were made for additional information but no additional information was provided by the user facility.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.